Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neuro stimulator (ins). It was reported that the ins has been dead for about 5 years. Patient stated she was not getting that much relief from it anyway towards the end of battery life. Patient has been on different medication (patient stated lyrica) and her stomach is bloated since (B)(6) 2018. Patient stated she does not think it is related to her implant. Patient reported for the past year or 2 the ins is on the waist line and it is getting uncomfortable and getting worse since (B)(6) 2018. Patient did talk with the implant nurse yesterday about removal of the ins . Patient redirected to health care professional (hcp). Patient is talking with hcp about having the ins removed. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.